Event description:
The customer reported hydrogen peroxide contact. The contact happened while she was troubleshooting the unit, she was not wearing gloves. She experienced burning and tingling at the contact site. The contact site also turned white. The customer states that she did not seek medical attention and did not require treatment. The next day, the contact site was clear.